Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 24252 was returned and analyzed. External visual inspection of the balloon segment showed a leak path from the outer balloon. The outer balloon distal bond was partially detached from the catheter shaft. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used, no applications were performed. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." Pressure testing and inspection was performed on the subcomponents of the balloon, handle, and shaft segments. Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned the product inspection due to the kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, an unknown error message appeared on the console requesting replacement of the coaxial umbilical cable. The error persisted even after the coaxial umbilical cable was replaced. The balloon catheter was then replaced, which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.